Event description:
A surgical technician reported low aspiration rates were experienced during a procedure. The case was completed with an alternate system with no impact to the patient.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics modules. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).